Manufacturer narrative:
H3. Analysis of the dtc (s/n: (B)(6) ) found the cable assembly was frayed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the desktop charger (dtc) connector pin was loose. The programmer has been showing ins " low" for a week or two. The patient (pt) states she saw a hcp last thursday and pt was instructed to charge ins. Pt states she charges at night but she is not sure if it is charging. Pt reports waking up yesterday morning and was shaking. Pt states programmer is showing "low" . Pt mentioned having a MRI on monday and ins was turned off. Pt thought ins was turned back on but is not sure. The recharger was showing poor coupling. Pt getting no coupling or gets some coupling and then coupling bars go away. Recharger shows ins is off. Pt states recharger antenna is not frayed or damaged but she has had the recharger for 7 years. A new dtc and recharger were sent.